Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.